Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was used during a enteral stent placement procedure performed on (B)(6), 2010 according to the complainant, the physician advanced a non bsc 0.035 guidewire and was able to cross the stenosis that was due to cancer in the duodenum. The physician then attempted to implant a wallstent enteral prosthesis into the duodenum and a 'fold was produced' on the stent delivery system and it was not possible to deploy the stent. The physician removed the stent and completed with procedure the following day with a competitor's product. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; stent damage.

Manufacturer narrative:
A visual examination found that a severe kink was noted on the shaft of the device at the distal end. The recommended size guidewire, 0.035 inch guidewire, was inserted in the device, a restriction was noted where the shaft was severely kinked. It was possible to retract the outer sheath by hand and deploy the stent however resistance was noted and the t-bar connector became detached from the blue outer sheath. Examination of the deployed stent noted that some of the proximal stent wires were slightly damaged. This damaged is possibly due to where the shaft of the device was kinked. Examination of the inner shaft noted a severe kink at the stent cup, this was consistent with the kink noted on the outer sheath. A review of the device history record was performed; no anomalies were noted. No similar complaints have been reported for this lot. As a result of this investigation, this complaint has been assigned the most probable root cause of operational context. (B)(4)